Event description:
It was reported that a spectrum iq pump had muted or inaudible audio for soft key presses and for infusion complete. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was reproduced as low audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a detached speaker on rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.